Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that the insulin pump was in her bra under the strap while at church. Blood glucose value was 141 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had debris under the display window, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a missing end cap sticker.